Event description:
Medtronic received information that this patient exhibited neurological symptoms one day post implant of this bioprosthetic valve. A CT scan was obtained, which showed no bleeding within the brain. The patient's hemodynamic situation worsened, and a left heart cath was performed. The coronaries were clear, and normal function of the valve was observed. As a clear cause for the patient's condition could not be determined, the decision was made to explant and replace this valve with a mechanical heart valve. Following explant of this valve, the patient could not be weaned from bypass, and subsequently expired during the procedure. The cause of death is unknown. The valve was discarded following the procedure, and will not be returned for analysis.

Manufacturer narrative:
Results - device history review found the product met specifications when released for distribution. Conclusion - exact cause of the event cannot be determined as the product was not returned for analysis. The product was discarded and will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. No definitive relationships can be drawn between the patient outcome and the performance of this device. However, medtronic continues to monitor field performance to detect similar events, should they occur.